Manufacturer narrative:
(B)(4). The customer report of a "broke - connector" was not able to be confirmed by visual inspection of the customer supplied photos. Visual inspection was conducted based on the sap photo sample. Comparison was made between the sample shown in the photo and a teleflex connector. Based on the visual inspection, the shape and design of the connector from customer complaint photo is completely different from the actual connector used in pvca production line, teleflex kamunting. It has been confirmed that the above reported connector as per sap picture is not a component/part used in kamunting manufacturing plant. Although with the broken connector picture from sap, the defect mode could not be confirmed due to the reported complaint connector is not part of teleflex kamunting manufacturing plant. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "bedside rn doing morning cares and meds. Patient is intubated, sedated and paralyzed in the bed. Patient started to [desaturate] from 98-89%. Rn assessed patient, and vent settings, in prepping to suction patient, rn saw ett connector was broken off in the bed and patient quickly [desaturated] to 40%. Rn started to mask bag over the ett @ 100% while calling for full assist, continuing to bag. Patient went into full cardiac arrest, compressions started". Additional information states, this piece actually broke and the small plastic piece got lodged in the airway causing an obstruction. It did not disconnect". Further information received states, "uncertain as to how it broke, while the nurse was providing care, found the broken piece in the bed. Patient was having am care done". The current status of the patient is reported as "stable".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "bedside rn doing morning cares and meds. Patient is intubated, sedated and paralyzed in the bed. Patient started to [desaturate] from 98-89%. Rn assessed patient, and vent settings, in prepping to suction patient, rn saw ett connector was broken off in the bed and patient quickly [desaturated] to 40%. Rn started to mask bag over the ett @ 100% while calling for full assist, continuing to bag. Patient went into full cardiac arrest, compressions started". Additional information states, this piece actually broke and the small plastic piece got lodged in the airway causing an obstruction. It did not disconnect". Further information received states, "uncertain as to how it broke, while the nurse was providing care, found the broken piece in the bed. Patient was having am care done". The current status of the patient is reported as "stable".